Manufacturer narrative:
Brand name: heartware ventricular assist system ¿controller 2.0. Model #: 1420 / expiration date: 2018-aug-31 / serial#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2017-aug-31. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system- battery. Model #: 1650de / expiration date: 2017-aug-31 / serial#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2016-aug-31, labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system- batter. Model #: 1650de / expiration date: 2017-aug-31 / serial#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2016-aug-31. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system- battery. Model #: 1650de / expiration date: 2017-aug-31 / serial#: (B)(4) UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2016-aug-31. Labeled for single use: no. (B)(4).brand name: heartware ventricular assist system- battery. Model #: 1650de / expiration date: 2017-aug-31 / serial#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2016-aug-31. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent vascular surgery and during the inpatient stay the log files were reviewed and revealed two power up events and double disconnect of power sources. Power switching was suspected. The ventricular assist device (vad) and the controller remains in use and the batteries will be replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion . Product event summary: the controller (B)(6), the pump (B)(6) and four batteries (B)(6) were not returned for evaluation. Log file analysis revealed two controller power up events with associated pump start events logged on (B)(6) 2022 at 17:37:46 and 19:25:22. The data point prior to the first loss of power revealed that (B)(6) was connected to power port one with 24% relative state of charge (rsoc) and (B)(6) was connected to power port two with 24% rsoc. The data point recorded after the first loss of power revealed that (B)(6) was connected to power port one and no connection to power port two. The data point prior to the second loss of power revealed that (B)(6) was connected to power port one with 94% relative state of charge (rsoc) and (B)(6)was connected to power port two with 75% rsoc. The data point recorded after the second loss of power revealed that an adapter was connected to power port one and (B)(6) was connected to power port two. The controller was without power for 15 seconds and 11 seconds respectively. Log file analysis also revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving (B)(6). As a result, the reported loss of power event was confirmed; it is likely the loss of power is related to the reported vad stop event. The reported power switching event was confirmed for (B)(6), however, the reported power switching event could not be confirmed for (B)(6). There is no evidence that the lubrication servicing had been performed on the reported batteries. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. CAPA pr00389403 investigated momentary disconnections prior to lubrication servicing. Even though this CAPA is closed,(B)(6), (B)(6) fall within the bounds of this CAPA. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermi ttent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Additional products: d4: serial #: (B)(6) h3: yes h6: img code(s): g0403401 h6: FDA method code(s): b15,b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d15 additional products: d4: serial #: (B)(6) h3: yes h6: img code(s): g0403401 h6: FDA method code(s): b15,b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01 additional products: d4: serial #: (B)(6)h3: yes h6: FDA method code(s): b15,b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 additional products: d4: serial #:(B)(6) h3: yes h6: img code(s): g0403401 h6: FDA method code(s): b15,b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01 additional products: d4: serial #: (B)(6) h3: yes h6: FDA method code(s): b15,b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.